Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article. This article examined aortic valve (av) opening status and the prevalence of aortic insufficiency (ai) with a vad device. Patients were prospectively monitored and included those with no to mild ai and/or no av surgery at the time of lvad implantation and at least 60 days of support. A total of 34 patients with a mean age of 57 years met the inclusion criteria. Thirty of the patients were male. Pre-implantation histories included 24 patients with ischemic cardiomyopathy, 13 with hypertension, nine with diabetes mellitus and eight with hyperlipidemia. The mean pre-operative ejection fraction was 20% and five of the patient had prior cardiac surgery. Eleven patients had required pre-operative support with veno-arterial extracorporeal membrane oxygenation and twenty-three patients had been implanted with a bridge-to-transplant indication. Six of the patients that met the inclusion criteria expired from a non-ai-related cause. The authors concluded that it appears that some patients develop clinically irrelevant trance/mild ai during support; but greater than mild ai appears to be rare in these patients. No further information has been provided.